Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. The above information is incorrect and should be excluded from this report. Procode: gfd. 510(k): exempt. (B)(4). Manufacturing site evaluation: received for evaluation: 1 ga643 acculan ii dermatome serial number (B)(4). Last reported repair 01-01-2015. 1 gb228r dermatome blades f/wagner dermat. Sterile functional testing of ga643 was performed. The on/off switch functions properly. During a test cut, it was not possible to obtain a proper sample; the test sample was shredded. The cutting gap between the blade and the dermatome was measured, using a gauge, and it was determined that the gap is not according to specification. There was damage present on the blade guidance flap and on the metering bar, which likely had a negative influence on cutting performance. The blade guidance was worn out and the flap bar does not display smooth motion. The gb228r was received in its original sterile pack and is not associated with the described deficiencies. Review of complaint database indicates no previous complaint report for this serial number. The root cause for the function deviation is user related. The damage present can result from hitting on a hard surface or from inadequate care during reprocessing. The tight flap bar results from lack of lubrication. Corrective/preventive action: not applicable.

Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Device was in january of this year. For repair. Customer complains that the device cuts different thickness. Medwatch device_gb228r_dermatome blades f/wagner dermat.sterile is used with this device.